Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.e1: facility updated from (B)(6) hospital to (B)(6) hospital.

Event description:
Subsequent to the initially filed medwatch, additional information was received. The rx trek was advanced into the guiding catheter and the balloon inflated when the physician noted the shaft was separated. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when inserting the 2.50x20mm rx trek balloon dilatation catheter (bdc) into the copilot, the shaft separated. The device was simply removed and replaced with a new one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.